Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2014-02513 and 1225714-2014-02514. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient experienced ventricular fibrillation.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-02513 and 02514.